Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an error code was being displayed in the external pulse generator (epg). The battery was at 6.2 volts and should be replaced. Technical support (ts) had the caller remove the battery for approximately one minute to clear the error. Ts explained the reason and the potential for the error. The caller powered the device back up with a new battery and it was operating as expected. Ts had the caller power down and back up pushing the buttons and turning the control knobs and there was no error code. Ts also had the caller power down and power back up pressing the ¿pause¿ button. The error repeated as expected and by design. Ts suggested that the caller power off and power back on a few more times to try to duplicate the error. If not, the device will be put back in service. Epg restored to service. There was no patient involvement.